Event description:
Discordant troponin I (rti) result was obtained on a pt sample. The sample was repeated and the correct result was reported. Pt treatment was prescribed for the pt. There is no definitive report of adverse health consequence as a result of the discordant result.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant result was due to the operator running the instrument without the required water supply. The instrument is performing within specifications. No further evaluation of the device is required.